Event description:
Customer reported alarm 2 and alarm 26. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin usage.